Event description:
The iab was inserted into the pt on 1/27/98 at 1:45 pm on 1/31/98 at 12:15 am, the iab leaked and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for eval. (Event complications: unk-reported 4/17/98.) (Pt's current status: expired-rpt'd 4/17/98.)